Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the stroke remains unknown.

Event description:
Related manufacturing ref: 3005334138-2021-00264. Following a pulmonary vein isolation ablation procedure, a stroke occurred due to a hard thrombus that dislocated from the left atrium and traveled towards the brain. During the procedure, introducers were placed transseptal without issue via ice guidance. The patient was stable with no high or low blood pressures seen or st elevations and no adverse events were noticed. The patient had a large left atrium of around lavi 70, however, two waca¿s were completed successfully. Radiofrequency was applied and no high forces were noted. At the end of the procedure while the patient was still half sedated and being placed from the procedural table to his bed, the right pupil was not reacting normally. A test was done by pressing on the patients neck muscle and his left leg did move but the right one did not move. Additionally, the patients left foot responded, but not the right. A neurologist was consulted, and a CT of the brain revealed a blood clot that required intervention. Neuro intervention attempted to open the blocked artery. During this procedure, it was found that it wasn¿t an air embolism or soft blood clot. It seemed to be a hard blood clot that was blocking a m1 brain artery. Because of the hard blood clot, the intervention team was unable to pass this clot with a small wire. It was necessary to either aspirate the blood clot or place a balloon/stent. It was confirmed that it was not a fresh blood clot but a possible thrombus that dislocated from the left atrium and traveled toward the brain. The patient was stable but was admitted and will be monitored. The patient may have a possible speak deficiency. The physician believed that there was a small (2mm) thrombus inside the left appendage and during manipulation, it came loose and traveled towards the brain. There were no performance issues with any abbott devices.